Event description:
Related manufacturer reference number: 2017865-2021-12597 it was reported that the patient's pacemaker system had an unspecified infection. A debridement procedure was performed and antibiotics were administered. The patient's status was unknown. No further information was reported.

Manufacturer narrative:
Correction: b5 should have mentioned "a debridement procedure was performed and antibiotics were administered." H6 should be 4625 - additional surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2021-12597. It was reported that the patient's pacemaker system had an unspecified infection. The patient's status was unkonwn. No further information was reported.